Event description:
It was reported to medtronic minimed that the customer experienced the insulin pen cartridge holder was broken. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pen. Mmt-105nnblna was requested, and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer reports: cartridge holder cracked. Per visual inspection: cacked cartridge holder, inpen front shell does stay attached, missing dosing window, and broken bayonet sleeve were noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unable to obtain first bond date, last bond date, and battery percentages due to not being downloaded to looker studio. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation with test inpen back shell. In conclusion: inpen received without dose window. Inpen received with broken bayonet sleeve. Broken bayonet sleeves can affect insulin delivery. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.